Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod. The patient reports having severe chest pains. The patient reports they had administered insulin corrections. Once at the hospital the patient was diagnosed with pleurisy. The patient was treated with intravenous fluids as well as insulin. The patient was prescribed toradol. The patient was instructed to take 3 ibuprofen daily for 3 days. The patient was released from the hospital the same day. The patient reports upon being home from the hospital for 1 hour they had been vomiting. The patient was advised to replace the pod by their endocrinologist. The patient removed the pod and went back to the hospital. Once at the hospital the patient had a cardiac catheterization administered where there was no blockage found. The patient was treated with intravenous fluids as well as insulin. The patient was able to apply a new pod the following day. The patient was discharged from the hospital after 3 days.